Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed. H10 additional narrative: added: d10 concomitant med products corrected: h5.

Manufacturer narrative:
Product complaint #: (B)(4). Occupation is lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision medical records received. After review of medical records patient was revised to addressed aseptic failure of a metal on metal conservative left total hip replacement. Soft tissue from within the acetabulum was resected, this finally came loose without difficulty or significant loss of bone. Attention was then turned to the femur, there was a small crack identified on the posterior trochanteric margin while doing gentle tapping. Doi: (B)(6) 2007 dor: (B)(6) 2017 left hip.